Manufacturer narrative:
To date, this device has not been recovered and returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unknown procedure, the evis exera iii duodenovideoscope was used without the disposable end cap attached to it. This single use distal cover, as reported, was on prior to the case but may have fallen off before placed in the patient. Additional information received that it may have been removed from the scope prior to the procedure by a staff member. As a result, the patient incurred a mild tissue trauma with small amount of bleeding in the esophagus. No intervention was needed. The customer requested for another scope training for the staff. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, minor mucosal damage and bleeding were caused by using the endoscope without a distal cover. It is likely that the mucosal membrane was damaged by the edge of the end of the scope. This supplemental report includes a correction to d9. Information has been added to d9 that was inadvertently not included on the previous submission. Olympus will continue to monitor field performance for this device.